Event description:
It was reported that the patient's blood glucose level reached 250 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the needle mechanism did not fully deploy and was only halfway inserted. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.